Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. A device history review was conducted for lot number 8170004. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the pegasus gn 18ga x 1.16in qsyte-cap y experienced leakage at the adaptor septum during use. The following information was provided by the initial reporter: on (B)(6) 2019, 09:40 pm, patient was given 18ga pegasus for odinopoeia, several minutes after start infusion, it's noticed that leakage at septum, then the 18ga pegasus was removed and the new one was replaced for the pregnant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus gn 18ga x 1.16in qsyte-cap y experienced leakage at the adaptor septum during use. The following information was provided by the initial reporter: on (B)(6) 2019, 09:40 pm, patient was given 18ga pegasus for odinopoeia, several minutes after start infusion, it's noticed that leakage at septum, then the 18ga pegasus was removed and the new one was replaced for the pregnant